Event description:
It was reported that pump was connected to a usb cable on a wall outlet but did not turn on even after 30 minutes, and no red flashing light appeared around the awake button despite trying another cable and another wall outlet. There was no reported impact to the customer¿s blood glucose level. Customer arranged for device to be returned and received replacement pump, and no additional information was received regarding the outcome of the event.